Event description:
Customer reported getting high readings from their freestyle meter. They changed their insulin therapy based on these readings. They got a reading of 171 mg/dl compared to 361 mg/dl on a hospital meter. They believe that these readings are erroneously high because of the results received from the hospital meter.